Manufacturer narrative:
Additional information was received that the display failure occurred prior to use. The initial reported event is not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4).

Event description:
The hospital reported a problem with the display unit. The patient involvement /consequence is unknown.